Event description:
In 2011 novasure thermal ablation was performed to correct heavy menstrual bleeding. In (B)(6) 2016 caller started to experience "real bad" abdominal cramping. Gynecologist, dr. (B)(6), claimed the pain was caused by the diverticulitis. Caller had an endoscopy and colonoscopy performed but there were no issues found related to her diverticulitis. Caller went for a second opinion and an ultrasound revealed endometriosis due to novasure. New gynecologist prescribed hormone treatment and pills for her pain. Caller is still experiencing pain, especially when sitting in the lower abdomen and vagina. Caller found the device has been recalled.